Event description:
It was reported that noise was observed on atrial lead. The device auto sensitivity setting was changed.new information received notes that noise was observed at various times. The noise was not reproducible.

Event description:
New information received notes that during a recent patient followup, noise on the atrial channel was reproduced in clinic with isometric testing. The atrial channel was programmed off.

Event description:
It was reported that noise was observed on the atrial lead. The device auto sensitivity setting was changed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.